Manufacturer narrative:
Date of event was reported as (B)(6) 2017. The main component of the system. Other relevant device(s) are: product ID: 3889-28, (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was almost dead and was replaced. It was also reported that during the revision they moved the ins from the right to left side and changed the leads. The patient stated that they were not sure why it was put on the other side but thought, maybe, the ¿leads were not in a good place¿. This was done a year ago. The patient was to follow up with their healthcare professional for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28, lot# va00dvr, implanted: (B)(6) 2012, explanted: (B)(6) 2017. Product type lead. Device code corrected. If information is provided in the future, a supplemental report will be issued.